Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.50mm x 20mm emerge¿ balloon catheter was advanced to a calcified target lesion and during inflation the balloon ruptured. The device was removed and the procedure was completed with another 1.5 emerge¿ balloon catheter without issues. No patient complications were reported.